Event description:
Ventilator failed while on pt.; no alarms for 1-2 secs. X 3. Vent. Exchanged and checked out by biomed today 4/21/97. No harm to pt. Drager svc rep. Called by biomed and rt. Cause is being determined. Cause: (as determined by biomed) circuit ribbon became disconnected from vibration.